Event description:
It was reported to philips that there was a potential shift of the displayed digital subtraction image of the azurion 7 m20 system versus the live fluoroscopy image during an endovascular abdominal aortic aneurysm repair. A graft was placed 2 to 3 cm below the intended target placement. This was noticed during procedure and a second graft was deployed in the correct location. It was confirmed that the patient is well and has been discharged from the hospital. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips further investigated this complaint. An analysis of the system log files revealed that multiple geometry movements were performed during the examination. However, philips is unable to determine whether a malfunction occurred as the exact time of the reported issue remains unknown and no actual image evidencing the reported image shift was obtained. To resolve the issue, the customer rebooted the system. An onsite inspection confirmed that the system was working as intended, with no evidence of a malfunction. Since then, no similar occurrences have been reported to philips by the customer. Based on the available information, philips is unable to determine the cause of the reported unintended image shift. The codes were updated based on the investigation outcome. (Device) problem code, patient outcome code, health impact code was corrected.